Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons stopped working on the insulin pump. Customer had a button error alarm and stated that he was using his mom's back-up pump and did not have his old pump on file on him. Customer stated that his old pump stopped working as well.